Manufacturer narrative:
The cobas® 8800 system serial number is (B)(6). The sample does have a non-reactive curve call; no false non-reactive result was reported, as the overall result was called invalid. Full e1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of a questionable cobas® dpx - 96t result from the cobas® 8800 system for one patient. As part of a cobas dpx data review, a potential high-titer false non-reactive result was discovered.